Event description:
Allegedly revised due to patient reaction and looseness.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00158.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint reviewed. Product not returned. Device history record reviewed. Package insert reviewed. Evidence that product in specification when used.